Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified branchial vein. A 7.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported and was in good condition.